Event description:
It was reported that ¿they tried to implant the spinal cord stimulation (scs) but that didn¿t work.¿ the patient stated that in approximately 2010, ¿the doctor put air in her chest¿ and she ¿ended up in the hospital for three days.¿ it was noted that they called it pneumothorax and that the patient was on oxygen. The patient noted that it scared her and her health care professional. It was noted that the health care professional did not explain what happened that caused it, but the patient recovered just fine.

Manufacturer narrative:
(B)(4)